Manufacturer narrative:
(B)(4)

Event description:
It was reported that g6 receiver was in debug mode occurred for receiver with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A review of the share logs was performed and g6 receiver was in debug mode was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.